Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. The patient was reimplanted with a new device during the same surgery. This report is filed january 21st, 2015. Not yet received by the manufacturer.

Event description:
Per the clinic, the patient experienced magnet dislodgement. Surgery to replace the magnet has been completed on (B)(6) 2014, however, due to fibrosis, the surgeon could not insert a new magnet. Explant and reimplantation is planned but has not taken place at the time of this report, december 9th, 2014.

Manufacturer narrative:
This report is filed june 24th, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.